Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced cuff urethral erosion with an artificial urinary sphincter (aus) leading to the device being explanted. Once the patient had healed, a reimplant surgery was performed in which a new device was placed. The patient was doing well following the procedure.